Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not recognize that the cannula was full. The customer received multiple requests to fill the cannula. The customer's blood glucose level was approximately 300 mg/dl. A pump data upload was not available for evaluation. During troubleshooting with tandem technical support, it could not be confirmed if the customer followed the steps of the load process correctly. The customer changed the infusion set multiple times and was able to successfully complete the load process on the third attempt.